Manufacturer narrative:
Out of warranty; no request for MFR serv. Customer repair.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator display was blank and the mains power led was flashing. The customer reported the device was alarming and was not in use, therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the power supply had been replaced. Pse advised replacing the power management pcb board. The biomedical engineer replaced the board but the problem persisted. Pse advised the biomedical engineer check the device voltage. The customer reported the power management board would be replaced again during troubleshooting. The customer will contact pse if further assistance is needed.